Event description:
Facility reported that during treatment, a patient was found unconscious. The venous needle became dislodged; 300-450cc blood loss, but there was no alarm. After medical intervention, he had spontaneous, shallow respirations within 45 seconds. Patient was alert when he left clinic.